Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported migration could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement. It was reported that the mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). The clip was advanced and was implanted. After deployment, partial clip movement on the posterior leaflet was noted; the medial part of the posterior leaflet had worked out of the clip. A second clip was implanted, stabilizing the first clip. Mr was reduced to 2. There was no clinically significant delay during the procedure. No additional information was provided.